Event description:
Information received by medtronic indicated the customer reported the battery cap was broken and contact had been detached. Customer was using a belt clip or coin to open the battery cap. No harm requiring medical intervention was reported. Troubleshooting was not performed. No information on whether the customer continued using the pump or not, and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.